Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a left atrial procedure, during aspiration after transseptal puncture the sheath was leaking air from the valve. The sheath was replaced, and the procedure was successfully completed with no adverse patient consequences.

Event description:
During a left atrial procedure, during aspiration after transseptal puncture the sheath was leaking air from the valve. St elevation was noted on the ECG indicating that air had entered the patient. The sheath was replaced, and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6.